Event description:
It was reported that this programmer's touch screen froze. No adverse patient effects were reported. The programmer was returned back from the field for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. No visual damage was observed during return product analysis. The programmer failed the functional test, as the screen did not detect touch on the display. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was disassembled in order to verify the proper connections of the internal components, no issues were detected. Due to the defective touch controller, the touchscreen laramie was replaced which fixed the issue.